Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was confirmed. Difficult/partial deployment and difficulty/resistance removing the device could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery with no tortuosity or calcification. During use, the xience prime balloon would not fully inflate and the balloon could not be moved forward or backwards. The balloon was inflated very fast with high pressure and the stent was deployed and was well apposed to the vessel wall. The procedure was completed after deploying the stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.